Manufacturer narrative:
Internal file number - (B)(4). The analysis was performed by asahi intecc. Co. Ltd: although device investigation of the miraclebros 6 could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. Based on the provided information, it was inferred that the reported failure to cross and aneurysm enlargement were related to the anatomical condition and device manipulation technique. [Malfunction and adverse events]: failure to cross a lesion and damage to a vessel. The device is manufactured by asahi intecc. Co. Ltd. (B)(4). Abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The aneurysm was excluded and timi flow was iii. The patient had experienced chest pressure during the procedure and mild soreness overnight. As of (B)(6) 2017, the patient is ambulating and feeling well. Patient serum protein is elevated and albumin is low. The patient was discharged home. There were no reported adverse patient sequelae. No additional information was provided. Concomitant medical products: guide catheter: medtronic jr4, other: asahi corsair microcatheter. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The rx graftmaster and the whisper es devices referenced in describe event or problem are being filed under separate manufacturing report numbers.

Event description:
It was reported that on (B)(6) 2017, the patient presented with a large aneurysm in a 99 to 100% occluded, heavily calcified lesion in the mid right coronary artery (rca). A non-abbott guide wire was advanced via right common femoral artery access into a non-abbott guiding catheter and crossed the aneurysm into the posterior descending coronary artery with difficulty due to patient anatomy. An attempt was then made to exchange the guide wire for a non-abbott atherectomy wire, but these wires were unable to be exchanged, despite advancement assistance attempted with an asahi corsair microcatheter, a 1.25 x 12 mm non-abbott balloon catheter, and a non-abbott spiral catheter. The non-abbott guide wire was, thus, pulled back to a less occluded vessel area to facilitate advancement of another non-abbott guide wire, then a miraclebros 6 guide wire, using the spiral catheter for advancement support, but, after attempting to cross for an hour, these guide wires were unable to cross the lesion. The lesion was re-wired using a whisper es guide wire, followed by advancement of the spiral catheter. Pre-dilatation, atherectomy, additional pre-dilatation, then stenting of the distal rca with a 3.5 x 30 mm non-abbott stent was then performed. As the aneurysm had become severely enlarged at an unspecified point during the procedure, and was at risk of rupturing, a 4.0 x 19 mm rx graftmaster covered stent system was advanced and the stent was deployed at 16 atmospheres (atm) in the mid rca. A 4.5 x 30 mm non-abbott stent was then deployed proximally at 18 atm. The graftmaster was then post-dilated to 18 atm with a 4.5 mm non-abbott balloon; post-dilatation of the other two stents was also performed with this balloon.